Event description:
A malfunction code was reported by a customer whose pump required resetting to resolve the issue approximately one week prior. There was no adverse impact to the customer's blood glucose level. The customer opted out of troubleshooting and requested that the incident be documented for insurance purposes. No additional corrective actions were taken by either the customer or technical support.